Manufacturer narrative:
Model #: is unknown. Catalog #: catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had a multifocal intraocular lens implanted in his right eye after cataract surgery on (B)(6) 2019. Reportedly patient¿s second doctor did tell him that the lens was sitting correctly in his eye. Patient does not have implant card, but knows it is a multifocal. He is going to try reaching out to the doctor who implanted it to obtain the number. Patient was unable to see by his follow up appointment 2 days post op. Reportedly he stated that surgeon had difficulty removing cataract. That the machine ran for 15 minutes, and when they pulled him out from under the laser, it wasn¿t complete, and they had to put him under it again. He later found out he was supposed to have been given a prescription prior to the surgery that was designed to soften the cataract, but that the doctor had not notified him of this. He said by day 4, he had developed headaches. By day 4 lights hurt his eyes and he was unable to drive without patching his eye. By that night he had migraines that lasted for approximately 3 weeks. At this time, his doctor prescribed him steroids that were able to provide some relief; however, he still has headaches that he treats with medication. He reached out to his doctor for more assistance and was unsatisfied with the response. He went to a different doctor who put cones in his eye ducts to open up the eye duct and prescribed him eye drops in an attempt to help with the vision issues. He said it is a dry eye treatment, even though he says he doesn¿t have dry eye. In addition, he said he has random pains like a pinch and his eye twitches on its own. He has attempted to use readers and prescription glasses without success. The prescription needed to offset his vision in the implanted eye is so high that he is needing to remove the lens that impacts the eye not operated on in order to achieve any success, but this is not significant. This second doctor he saw discussed a lens exchange with him, however advised against it. He currently is waiting for approval to see specialist. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.